Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 (describe event) and h6 (health effect - impact code).

Event description:
It was reported that during an acl procedure, the self-tapping spear head deployed and locked prior to the anchor being deployed into the bone. The spear head then could not be removed. An additional bone hole and a change in the surgical technique were required. A delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was not returned in it's original packaging. The distal tip and distal plug are missing. The proximal body is still in place. Knob number one has been deployed completely out the end of the insertion tool. There is bio debris on the insertion tool and handle. A functional evaluation showed that knob one retracted and deployed as intended. Knob two advanced the proximal body as intended. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported events. The healicoil device is implantable, biocompatibility is not an issue. No further risk to the patient is anticipated as a result of the additional bone hole. No further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an acl procedure, the self-tapping spear head deployed and locked prior to the anchor being deployed into the bone. The spear head then could not be removed. A change in the surgical technique was required. A delay greater than 30 minutes was reported. No further complications were reported.